Event description:
Customer reported that pt sample containing anti-e did not react with cell ii of 8s606. Pt experienced a delayed transfusion reaction after transfusion with e positive red blood cells. Clinical status of pt is good.